Event description:
It was reported that a force sensor error occurred. Attempted to calibrate but did not work. Unable to get pcbs at this moment. No patient injury was reported.

Manufacturer narrative:
The device was returned to smiths (ICU medical).

Manufacturer narrative:
Additional information received via email and attached to complaint object: no patient involvement. The issue was found during testing. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seals. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced left plunger case. Power up, re-calibrated force sensor and device passed self test. The cause of the reported problem was traced to normal wear of the device components. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.